Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same date as onset, the patient was hospitalized for this event and was discharged after nine days. The patient was treated with vancomycin injection (1gm once in 3 days, route not reported, discontinued at this time ) and fortum injection (1gm, every day, route not reported, discontinued at this time). At the time of this report, the patient has recovered from this event. Pd therapy was ongoing. No additional information is available.